Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 500mg/dl, with polydipsia, and nausea, associated with an alleged loss of prime issue. Reportedly, the patient discontinued pump use, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed multiple loss of prime warnings occurred with multiple cartridges from different boxes. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a loss of prime issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-nov-2018 with the following findings: during investigation, the pump cover was removed , the force sensor was found to have a intermittent crack in the force sensor trace at the sensor bond. At time of investigation, the force sensor was detecting correct cartridge force with no loss of prime warnings duplicated. The black box verified loss of prime warnings with low non zero and zero force on (B)(6)2018 and on (B)(6)2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.